Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause for the device being unable to power on was due to the therapy pcb assembly. Physio advised the customer of the repairs; however, the customer declined the repairs and requested that their device be returned to them. Physio returned the device to the customer, unrepaired as requested.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to the coin cell battery. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not power on when prompted.